Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 115 mg/dl. Customer dropped the pump on floor and there is crack on reservoir and battery thread and display. Customer stated that display is not readable. The customer was advised that we are sending replacement pump. The customer was asked verbally and in written form to return broken pump for analysis.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, damaged electronic assembly, broken off the end cap, broken case underneath keypad overlay and peeling keypad overlay. No physical damage at battery tube threads or reservoir tube lip noted.